Event description:
It was reported that during an asd implantation the device showed a cobra shape. The procedure was completed successfully with a second device.

Manufacturer narrative:
A1-a4 is unknown. The review of the batch record and inspection protocols of the reported device revealed no deviation. No other complaint exists from the reported lot regarding the same complaint reason. All qc criteria were within specification according to the batch record.